Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. The aortic neck was long and measured 30 mm in diameter proximally and 32 mm distally with no angulation. The aortic bifurcation was 29 mm in diameter. The left iliac artery had a tight spot that was 8 mm in diameter. It was reported that at the time of implant the stent graft was compressed on the left side (ipsilateral limb) at the area where the iliac artery was tight and the decision was made to place a 10 x 29 bare metal stent in order to improve the flow lumen and avoid a limb thrombosis. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink); patient¿s condition affected effectiveness of device (tight iliac artery). Conclusion: inherent risk of a procedure (kink); device failure/lack of effectiveness related to patient condition (tight iliac artery).